Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
In reporting a revision of patient's left hip, rep indicated that patient's right hip had also been revised at some point in the past. This event is for revision of patient's right hip.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed through review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: I have seen the info for this patient with accolade tmzf stem loosening, implanted in 2010. There is a primary arthroplasty report of 2010 with no issues or complications. Patient had slight pain starting at 4-months becoming worse after a few years and as such the arthroplas ty never was really well. There is a revision surgery report of (B)(6) 2013, to confirm the stem was loose after initial fibrous fixation. There were also some heterotopic ossifications but these may be secondary to loosening. There is no info to detail any potential cause of loosening. There are also no x-rays that are critical to understand fixation failure problems. As such can this case unfortunately not be solved with the current information. X-rays are required to understand the case better. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In reporting a revision of patient's left hip, rep indicated that patient's right hip had also been revised at some point in the past. This event is for revision of patient's right hip.